Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurements from 600 ohms to 1500 ohms over the course of eight months. Technical services (ts) reviewed the event and recommended evaluating the lead in both bipolar and unipolar configurations. Additionally, ts stated that mineralization or a potential early lead conductor issue was suspected. Additional information received approximately 16 months later reported that this rv lead was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.